Manufacturer narrative:
E3 date of event: 10/01/2024 used as approximate date as actual event date is unknown.

Event description:
It was reported that an st elevation occurred. The opticross imaging catheter was selected for ultrasound examination of the target lesion. During an ivus catheter pullback, imaging was lost as they neared the proximal vessel. Despite attempts to flush the catheter, the image was not restored. The patient simultaneously developed significant st elevation on the ECG, prompting them to remove the catheter. After removal, the patient was stabilized and the st elevation gradually subsided. The introduction of air from the device or procedure caused or contributed to the patient's complication. The procedure was successfully completed using original method or device. The patient was fully recovered.

Event description:
It was reported that an st elevation occurred. The opticross imaging catheter was selected for ultrasound examination of the target lesion. During an ivus catheter pullback, imaging was lost as they neared the proximal vessel. Despite attempts to flush the catheter, the image was not restored. The patient simultaneously developed significant st elevation on the ECG, prompting them to remove the catheter. After removal, the patient was stabilized and the st elevation gradually subsided. The introduction of air from the device or procedure caused or contributed to the patients complication. The procedure was successfully completed using original method or device. The patient was fully recovered.

Manufacturer narrative:
E3 date of event: 10/01/2024 used as approximate date as actual event date is unknown. Returned device consisted of the opticross imaging catheter a visual inspection revealed no damages or defects. Impedance and image testing was all good, so the reported complaint could not be confirmed.